Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to a normal cardiac catheterization result and other cardiac markers. The patient was redrawn three more times during the day, run on two different advia centaur systems and the troponin results were all positive. A cardiac catheterization was performed on the patient and the results showed no blockage or issues. The physician requested that the patient samples be tested at another laboratory and on an alternate troponin test method and system and the results were all negative. The patient samples were repeated on the advia centaur xp systems and the results were all positive. The patient has been discharged. There is no known report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra results and cardiac catheterization.

Manufacturer narrative:
The cause for the false positive advia centaur xp troponin test results on all of the patient samples is unknown. The customer's quality control results were within acceptable ranges and there were no other discordant patient results reported at the time of the event. The customer performed a serial dilution of the patient samples and the results were lower. The initially positive advia centaur xp results may be attributed to an interfering substance. Siemens has requested the discordant patient samples for further investigation. No conclusion can be drawn. Customer dilution results:accession neat 1:2 1.5(B)(6) 11.003 2.601 0.826(B)(6) 10.609 3.822 0.741(B)(6) 11.794 3.939 0.810(B)(6) 10.061 3.113 0.745the instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."